Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after implantation of the intraocular lens (iol) implantation procedure, the postoperative visual acuity had decreased and no problem with the refraction value after surgery and the patient's eye condition. There were no plans to replace the iol and there was a fold behind the intraocular lens (posterior capsule), but the vitreous (especially the anterior vitreous) seems to be clouding along it. There also appeared to be a bit of corneal endotheliitis. Surgeon also considered that as another factor other than iol, an ophthalmic reusable irrigation aspiration tip might not have been cleaned and sterilized sufficiently after use. There are four medical device reports associated with this complaint. This report is 3 of 4.

Manufacturer narrative:
On initial MDR the patient code of 1835 was an error. It should not have been on the original MDR. The product was not returned for analysis. Only photos were returned. There are two anterior segment photos in the attachment. The first has a slit beam focused on the anterior iol. Based on the case description this photo was to document cell and flare in the anterior chamber. Unfortunately, cell and flare is very difficult to photograph and this photo does not provide any conclusive information. The second photograph is a wide slit beam focused on the endothelium of the cornea. Again, based on the case description this is to hopefully document endothelial inflammation. There may be some larger endothelial cells in this image but it is very difficult to even determine what is in the photograph. Both anterior chamber cell and flare and endothelial inflammation are very difficult to photograph. Nothing conclusive can be drawn from either photograph. The file states: "the surgeon also considers that as another factor other than iol, the reusable ia tip might not have been cleaned and sterilized sufficiently after use". The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. It is stated in the file that the surgeon also considers that as another factor other than iol, the reusable ia tip might not have been cleaned and sterilized sufficiently after use. Based on the results from the product history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).